Manufacturer narrative:
The reported complaint of "the user observed damage on the top cover of the autopulse platform (sn (B)(4))" was confirmed during the visual inspection. The head restraint wires on the top cover were cut and the wires are missing. The likely root cause for the observed physical damage was due to mishandling. Upon visual inspection, unrelated to the reported complaint, noticed crack on the front enclosure. The likely root cause for the observed physical damage was due to mishandling. The top cover and the front enclosure needs to be replaced to address the physical damage. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" error message upon powering on, which is unrelated to the reported complaint. The archive data showed that the occurred system error was user advisory (ua) 139 (unable to hold compression position). The root cause for the observed system error was due to communication failure between the drive train motor and the main system processor board. The ua139 error was cleared using autopulse vision 3 software. After clearing the system error, the platform was subjected to functional testing. The autopulse platform failed functional testing due to ua17 (max motor on time exceeded during active operation) error message, which is unrelated to the reported complaint. The root cause for the ua17 error message was due to defective drive train, as a result of normal wear and tear. The autopulse platform was manufactured in 2010 and is more than 9 years old, well beyond the expected service life of 5 years. The drive train motor needs to be replaced to address the ua17 error message. Upon further testing, noticed that the autopulse platform kept on powering off after displaying "replace battery" message with the fully charged autopulse li-ion battery. However, when the autopulse platform was powered on again, the platform displayed full battery bar on the lcd screen. The observed power issue is unrelated to the reported complaint. The processor board needs to be replaced to address the observed power off problem. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the user observed damage on the top cover of the autopulse platform (sn (B)(4)). No patient involvement. During investigation on 04/23/2020, the autopulse platform failed functional testing due to "system error, out of service, revert to manual CPR" and user advisory (ua) 17 (max motor on time exceeded during active operation) error messages.